Manufacturer narrative:
The pump passed the displacement, operating currents, self test, error, and off no power tests. No failed battery test alarm, battery out limit alarm or blank display noted. The pump passed the tone test, and vibration test. Unable to prime during the prime test, and gave a motor error alarm during the basic occlusion test due to a faulty force sensor. The motor passed the motor test. The pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a battery out limit alarm and a failed battery test alarm. The customer also reported that the batteries were draining faster than normal and the display was blank. The customer's blood glucose level was unknown. During troubleshooting, the customer's display returned by inserting new batteries and also the self-test did not pass. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device and battery cap would be replaced, and was informed to return the device for analysis.